Manufacturer narrative:
Two photos were provided by the customer showing the packaging of the device and the male luer separated from the tubing. 50 new ac235 trifuse extension sets were received for inspection/investigation. No defects or anomalies noted. Each set was tested for bond integrity per product specifications and were found to have met product performance expectations. The reported complaint can be confirmed from the photo provided. The probable cause is unknown. The complaint was unable to be replicated on the new samples. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event occurred on an unspecified date and involved a 14"(36cm)appx3.0ml, trifuse ext set w/3 microclave clear¿,3 bcv,4-way nanoclave¿ stopcock(red ring). The customer reported that the the male connector detached from the end of the tri-fuse device. There was no injury or adverse event associated with this complaint/event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.